Event description:
Transplant administration received an email from our organ procurement agency that our recipient received a liver graft that was perfused with a recalled batch of organ preservation solution. We were made aware of a voluntary recall on certain batches of organ preservation solution called static preservation solution -1 (sps-1), manufactured by organ recovery systems. The recall was due to a report by another opo regarding bacterial contamination. According to the report the solution samples obtained from several opened bags were positive for pantoea agglomerans and enterococcus casseliflavus. This microbial growth was reported for two lots of the preservation solution sps-1. Lots: pbr-0060-386. Our pharmacy was made aware of the recall shortly after we received notice from the first opo over the weekend. Pharmacy and the operating room immediately quarantined any unused inventory from the affected lots. The patient is at home and is afebrile. At the recommendation of our ID team we will be obtaining one set of blood cultures on this recipient at their next blood draw.